Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided by technical support, and the customer successfully reset the pump without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer acknowledged and understood.